Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibia to address unknown post-operative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona femoral component catalog #: ni lot #: ni, unknown persona articular surface catalog #: ni lot #: ni g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the tibia to address pain and tibial loosening approximately four (4) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b4, b5, b6, d1, d2, d4, d6a, d10, g3, g4, g6, h2, h4, h6, h11. D10 - concomitant devices - persona cruciate retaining articular surface right, 10mm catalog #: 42522000510, lot #: 65072776, unknown persona femoral component catalog #: ni, lot #: ni.